Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited oil gel globules. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited oil gel globules. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received seven photos for investigation. After review and analysis, an oil gel globule can be seen in the second and fifth photo. A total of 30 retained samples were subjected to a visual inspection for additive defects and gel defects. None of the 30 retained samples failed for additive or gel defects. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.